Event description:
It was reprted that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er420 instruments clips would not feed into the jaw properly. Another instrument was used to complete the case. There was no consequence to the pt. The devices were discarded.